Manufacturer narrative:
(B)(4). Batch # n54718. Additional information was requested and the following was obtained: what were the indications for surgery: tumor of proximal transverse colon; what color cartridge was used: blue; was the site of the leak the surgical site where there were difficulties noted in jaw deformation: the same site; intraoperatively can you further describe the staple formation: the 2 parts of the tlc were positioned in a normal side to side iso- ileum to colon anastomosis. The tissue was not thick. After 30-40% of the movement of the side handle, it became very difficult to impossible to advance. After inspection I could see that the proximal side (handles) of the device opened some angle between them. Small but evident. I took the side handle back and opened the jaws. The staples of the tlc seemed in place in the part that was fired. Apparently, not strong enough; did the device staple completely: only 30-40%; did the device cut completely: only 30-40%; what was deformed on the jaw: the jaw seemed in line. The angle opened between the handles; is the device being returned: yes; what is the current patient status: recovered but with a stoma. The analysis results found that the tlc75 instrument was received with no apparent damage and with a cartridge reload loaded in the instrument. The cartridge reload was received fully fired and with the swing tab in the locked position. The instrument was tested for functionality with a test cartridge reload and it fired, cut, and formed all the staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) instrument was received with no apparent damage and with a cartridge reload loaded in the instrument. The cartridge reload was received fully fired and with the swing tab in the locked position. The instrument was tested for functionality with a test cartridge reload and it fired, cut, and formed all the staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The device was analyzed for deformation of jaws. This failure was unable to be replicated. The device was also analyzed for an open angle between the handles. This failure was unable to be replicated. No open angle was noted between the handles. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open colorectal procedure, the surgeon used the device for resection and anastomosis of the colon. According to the surgeon after a number of uses he carried out another anastomosis, during the firing, he felt a difficulty and the instrument was stuck. The surgeon saw a deformation of the jaws. He opened the instrument and fixed the anastomosis by suturing it. After seven days the surgeon re-operated on the patient do to a leakage. According to the surgeon the patient¿s condition is stable and he is recovering.